Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that over a period of time, the pump time had to be adjusted due to the pump losing time. Reportedly, the customer would adjust the time on the pump; however, two weeks later, the pump time would be behind by 10 minutes. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported impact to the customer's blood glucose level.